Event description:
The customer reported that the jaws of the device would not longer open during a laparoscopic bilateral salpingo-oopherectomy. A new device was used to complete the case and there was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.